Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, inappropriate auto-mode switch (ams) episodes due to noise were observed. When the patient came into clinic, the noise could not be reproduced. No programming changes were made. The patient was fine and will continue to be monitored.